Manufacturer narrative:
Ref comp # (B)(4).

Event description:
On august 15th 2024 fujifilm healthcare americas corporation was informed of an event involving ed-580xt. It was reported that a stent previously stuck in channel, came out in patient. There was no patient harm or injury reported. There was no delay. Procedure was able to finish. A stent fell into the patient stomach and it was retrieved after two weeks. No other information is provided.

Event description:
The customer believes that on august 2nd, a stent got stuck in the channel of the scope during a procedure and did not come out of the scope. On august 15, the customer noticed and retrieved the stuck stent, then informed fujifilm healthcare america corporation of the incident. On august 22, the customer confirmed that the stuck stent did not fall into a patient's stomach. No patient harm or injury was reported. There was no delay in the august 2nd procedure and it was able to finish. This supplement #1 is being submitted to correct that the stent did not come out in patient; and that the stent did not fall into the patient stomach.

Manufacturer narrative:
Ref comp #(B)(4).